Event description:
It was reported when the zoom stretcher is moved up slope, the power cuts out intermittently and further reported that the stretcher needs to be pushed up. The customer further reported that this is observed to be happening when the stretcher is under load and further reported that there is no adverse consequences.